Event description:
The pt underwent the index procedure with deployment of one endeavor sprint rapid exchange (rx) drug eluting stent to the third obtuse marginal. Post stent deployment residual stenosis was 0% with timi iii flow. The pt received a peri-procedural loading dose of study medication clopidogrel, 300 mg and also began aspirin 325 mg dosing. The following day the pt began 75 mg clopidogrel dosing. The pt was discharged from the index procedure hospitalization. During a 6 months follow call, the pt reported being hospitalized at an outlying hospital. Approximately 5.5 months post index procedure, the pt was admitted with chest pain and a non st elevation mi. The cardiac enzymes were reported as positive. The pt was found to be positive for cocaine use. No cardiac catheterization was performed. The diagnosis of a possible subendocardial myocardial infarct was made. This event was reported due to being a serious event requiring pt hospitalization. In the opinion of the investigator, the non st elevation mi was severe in intensity, not related to the study drug, not related to the study device, and not related to the study procedure.

Manufacturer narrative:
(B)(4): eval results: myocardial infarction.